Event description:
Event description guidant received information that three weeks post implant, this implantable pacemaker (ipm) exhibited a loss of ventricular capture due to a possible micro lead dislodgement.